Event description:
During a tour at edwards lifesciences facility, a patient mentioned experiencing a "clot behind the ring" post mitral valve repair surgery using an edwards annuloplasty ring which required ac therapy. No further information was provided by the patient. Multiple attempts with the healthcare provider to obtain additional information were also denied. No information to suggest a device malfunction.

Manufacturer narrative:
Multiple attempts by edwards to obtain additional information and hospital records were denied by the healthcare provider. Thrombosis post open heart surgery is a generally rare complication, and is likely related to patient and procedural factors. Per the known information, the subject device remains implanted with no reported malfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time.